Event description:
It was reported to international mallinckrodt gmbh facility that inflation could not be maintained on one(1), size 8 fen, fenestrated low pressure cuffed tracheostomy tube. Limited info was available regarding the reported event/device. It is unk how long the device was in use or what type of maintenance was performed. There was (1) one pt involved with no reported pt compromise. The 8 fen device was returned to the MFR on 10/10/97 for decontamination, analysis and investigation.